Manufacturer narrative:
The device model is not known at time of initial report submission. This report is related to report 9680654-2018-00032.

Event description:
The device had a type 1a endoleak.

Manufacturer narrative:
This report is related to report 9680654-2018-00032. The device was not returned for evaluation. Additional information was received: did the patient suffered any adverse effects on the patient due to this occurrence? The aneurysm grew to 11 cm. Did the patient require any additional procedures due to this occurrence? A zenith fenestrated device was used to seal the type 1a endoleak. A lot number was not provided for this complaint, therefore a review of the work order could not be performed. Since a lot number was not provided for this complaint, the instruction for use (IFU) supplied with the device could not be identified. Therefore it cannot be reviewed. Although each IFU supplied with the device lists endoleak as a potential adverse event. From the information available in this investigation it is difficult to determine a definitive root cause. It is possible that individual patient factors could have contributed to the event reported in this complaint.

Event description:
The device had a type 1a endoleak.